Manufacturer narrative:
This complaint from the united states reports ¿severe humeral bone loss¿ requiring a revision surgery. The revised stem was a unknown promos stem, which was not sent back for investigation and was used for treatment. Furthermore, no batch number was reported. Therefore no batch record and complaint review could be performed. Two (2x) x-rays have been submitted which support the reported complaint with cortical thinning. Nevertheless, no further medical/clinical documentation was sent and without such documents a thorough investigation cannot be performed. Smith + nephew's IFU 12.25 for shoulder implants describes several risk factors which can occur in connection with general shoulder implantation. If there is too little or insufficient bone quality, the stable fit of the prosthesis may be compromised. Furthermore postoperative morphological changes in the patient with weakening of the load bearing structures are possible. The risk of bone resorption is known and is considered to be low by smith + nephew. At that time of investigation a root cause can not be determined. Should information become available this complaint can be re-assessed.

Event description:
It was reported a revision surgery, performed to remove the stem due to severe humeral bone loss . Explantation of stem includes body, inclination set and humeral head. No further details at this stage.